Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00164. (B)(6). The device was manufactured between 22feb2019 and 25feb2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor would not flow. After 48 hours, the pump remained full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.